Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with insulin during the load sequence. Additionally, it was reported that the insulin gauge was intermittently incorrect. Reportedly, a new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 130 mg/dl.